Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 5mg/ml dilaudid at a dose of 3.007mg/day via an implantable infusion pump for chronic low back pain and non-malignant pain. It was reported that an alarm was heard and also confirmed by telemetry. A critical alarm was sounding for end of service (eos) and it was noted that the stopped pump period may exceed tube set (48 hours). It was also noted an elective replacement indicator had occurred. It was reported that the patient was going through withdrawal. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.